Manufacturer narrative:
Siemens evaluated the instrument log files. From the limited information provided, there is no evidence that the oxygen sensor on either system at the time of testing was not performing as intended. This is based on aqc recovery and cartridge performance. Pre-analytics could be a factor in the observed differences between the repeat analyses. Blood gases and ph values will be affected if exposed to air bubbles and/or air froth.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results between two rp 500s. There was no report of injury due to this event.